Event description:
It was reported that the atrial lead exhibited noise causing inappropriate auto mode switch episodes. The noise could be replicated through pressing the patients hands together. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.